Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) could not get implant to inflate. It was noticed that the ipp had fluid loss. The device was explanted. No patient complications reported.